Manufacturer narrative:
There tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant info result.

Event description:
The caller reported his wife had a shiley size 8 dual cannula tracheostomy tube with a large bubble on it's cuff. A pulmonologist had removed and replaced it 1 1/2 weeks ago. It was discarded and the lot number is unk.